Event description:
The user facility staff noticed the catheter was missing the radiopaque marker bands during procedure as it did not show up under x-ray. The device was removed from the patient and exposed directly to x-ray and the marker bands were not at all visible. No other information was provided.

Manufacturer narrative:
Additional information was requested from the user facility. From the responses received, it was determined that no anomalies were noted during preparation of the catheter and it was never visible under fluoroscopy at any point during the procedure. The device history record review confirms that the catheter met all material, assembly and performance specifications. Visual inspection of the catheter found a break at the catheter's tip. Microscopic examination of the fracture surface appeared uniform in appearance around the entire circumference. The distal section was stretched, evident by the waves in the catheter tip and the coil is exposed. The broken distal section of the catheter was not returned. No other anomalies were noted. A 0.0158" mandrel was inserted into the catheter hub and resistance was felt 50.5cm and 69.2cm from the proximal end of the catheter due to a kink in the shaft. Based off of the investigation, the complaint of ro marker band missing cannot be confirmed as the tip had separated from the catheter and was not returned for analysis. The root cause of tip breakage was determined to be operational context as resistance was likely encountered during the procedure and excessive resistance may have been applied leading to the noted catheter stretching and breakage.

Event description:
The user facility staff noticed the catheter was missing the radiopaque marker bands during procedure as it did not show up under x-ray. The device was removed from the patient and exposed directly to x-ray and the marker bands were not at all visible. No other information was provided.